Event description:
The sales representative reported that two torque wrenches broke when the surgeon was attempting to remove a thr neck bolt. The bottom portion of the torque wrench broke off and could not be removed from the hex portion of the neck bolt. As a result, the stem/neck assembly had to be removed and replaced with a new stem and neck. A 45 minute delay in surgery occurred as a result of the broken torque wrenches and removal of the stem/neck assembly. The patient's condition post-surgery was reported as excellent. The explanted thr components were returned to omni for evaluation.

Manufacturer narrative:
Evaluation summary: this is the first reported complaint of any torque wrench breaking at the tip. A review of the returned instruments confirms that the tip is broken off of one torque wrench at the connection point to the lower torque shaft. The other returned torque wrench is broken off below the connection point, with the tip remaining in the neck bolt. The inspection records were reviewed and there were no deviations or defects reported.